Event description:
It was reported that the lead had been explanted because of an "unknown noise". The pt heard a buzzing noise frequently. The physician could not hear the sound. In addition to this, the impedance reading was slightly high, about 1100 ohms. The extensions were replaced. The physician indicated the problem was resolved.

Manufacturer narrative:
The extensions were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.